Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the patient circuit. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The unit was returned to service.patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported the unit lost mechanical ventilation due to a leak. There was no report of patient injury.